Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken.

Event description:
The product presented leakage in the insertion's point of the catheter with the wings.